Manufacturer narrative:
No unexpected failed battery test alarms noted during testing. No keypad unresponsive anomalies/button error alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest. All buttons function properly, however moisture damage noted on keypad traces. Corroded force sensor assembly, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not respond when the new battery was in and took several times to take and register also buttons were swelling up and then he noticed that they were hard to press. Customer also stated insulin pump was not gave a insert battery alarm when there was no battery in insulin pump. Customer had tried three different types of new batteries and it caused same issue. Customer also confirmed that pump was not frozen. Customer stated that insulin pump had neither bumped, dropped and nor exposed to moisture. The insulin pump will be returned for analysis.